Event description:
This is a spontaneous case report received from a consumer in united states on 21-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer reported nickel poisoning thanks to essure. Follow-up information received on 04-may-2016. A legal claim was received. Case is now incident. It was reported that plaintiff experienced medical complications and that essure was removed. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had nickel poisoning toxicity (interpreted as metal poisoning) thanks to essure (fallopian tube occlusion insert). According to additional information received through legal claim, this case became legal and it was informed that essure device removal was required. Metal poisoning is serious due to their medical importance and unlisted in the reference safety information for essure. Although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). This case, upon receipt of legal claim, is now regarded as incident due to the fact that device removal was required. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up 13-jun-2016: quality-safety evaluation of ptc (updated). Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had nickel poisoning toxicity (interpreted as metal poisoning) thanks to essure (fallopian tube occlusion insert). According to additional information received through legal claim, this case became legal and it was informed that essure device removal was required. Metal poisoning is serious due to their medical importance and unlisted in the reference safety information for essure. Although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). This case, upon receipt of legal claim, is now regarded as incident due to the fact that device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("exam suggestive of reaction or perforation/perforation (fallopian tubes),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy (stillbirth or miscarriage)"). The patient had a medical history of obesity, tonsillectomy, cholecystectomy, mental disorder (not recovered prior to essure) and nickel sensitivity (not recovered prior to essure). Concurrent conditions were listed as celiac disease, gerd, hypertension, neoplasm malignant, cervical cancer, breast cancer, hot flashes, abdominal cramps, uterine enlargement, pain and dysmenorrhea. Concomitant products included tums [calcium carbonate] and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In 2007 she experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("inability to have sexual intercourse/apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches/migraines / headaches"), nausea ("nausea/nausea/gastrointestinal or digestive system condition type: bloating, nausea, "vomiting""), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("painful sexual intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), brain fog ("brain fog/neurological conditions or problems type: brain fog"), mood swings ("hormonal changes describe: mood swings, hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, nausea, "vomiting""), vomiting ("gastrointestinal or digestive system condition type: bloating, nausea, "vomiting"") and pelvic pain ("pain") and was found to have weight increased ("weight gain / loss/weight gain/loss specify: gain"). In 2008 she experienced rash ("rashes or skin condition/rashes or skin conditions type: rashes"). In 2011 she experienced depression ("psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2015 she experienced menstruation irregular ("irregular periods"). Essure was removed on (B)(6) 2015. In 2015 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). On unknown date she experienced abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), metal poisoning ("nickel poisoning"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches/migraines / headaches"), allergy to metals ("nickel allergy/nickel allergy allergic to nickel, I have never been able to wear any jewellery with nickle"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pelvic adhesions ("pelvic adhesive disease"), cerebral disorder ("brain fog") and abdominal pain lower ("cramps/cramps") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). At the time of the report, the headache, dysmenorrhoea, cerebral disorder, fatigue, abdominal pain lower and brain fog were resolving and the genital haemorrhage, rash and weight increased had resolved. The outcomes for fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, metal poisoning, hormone level abnormal, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dyspareunia, vaginal discharge, eye disorder, gastrointestinal disorder, menstruation irregular, alopecia, pelvic adhesions, mood swings, hot flush, depression, abdominal distension, vomiting and pelvic pain were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, bladder disorder, brain fog, cerebral disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, hypersensitivity, menstruation irregular, mental disorder, metal poisoning, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.977 kg/sqm. *surgical pathology report. Preoperative diagnosis: enlarged uterus essure. Post-operative diagnosis: removal of essure. Operation: robotic hysterectomy bilateral salpingectomy. Final microscopic diagnosis: uterus, hysterectomy with bilateral salpingectomy. Cervix: acute and chronic inflammation with squamous metaplasia. Endometrium: benign late secretory pattern. Myometrium: small intramural leiomyoma without necrosis or atypia. Bilateral fallopian tubes: complete transection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding, pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: patient height, weight and bmi was corrected. Medical history was added. Imdrf 'health impact' codes (annex f) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("exam suggestive of reaction or perforation"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and metal poisoning ("nickel poisoning") in a 34-year-old female patient (gravida 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)". On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, 8 years 7 months after insertion of essure, the patient experienced menstruation irregular ("irregular periods"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("inability to have sexual intercourse"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), weight increased ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pelvic adhesions ("pelvic adhesive disease"), cerebral disorder ("brain fog"), fatigue ("fatigue"), abdominal pain lower ("cramps") and feeling abnormal ("brain fog"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, hormone level abnormal, menorrhagia, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dyspareunia, vaginal discharge, eye disorder, gastrointestinal disorder, menstruation irregular, alopecia and pelvic adhesions outcome was unknown, the genital haemorrhage, rash and weight increased had resolved and the headache, dysmenorrhoea, cerebral disorder, fatigue, abdominal pain lower and feeling abnormal was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, bladder disorder, cerebral disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, mental disorder, metal poisoning, migraine, nausea, pelvic adhesions, perforation, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 225.6 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events:hormone level abnormal,genital haemorrhage,pregnancy with contraceptive device,device ineffective,abortion spontaneous,menorrhagia,vaginal haemorrhage,hypersensitivity, cystitis,urinary tract infection,vaginal infection,female sexual dysfunction,mental disorder, rash, bladder disorder,urinary tract disorder,migraine,headache,nausea,nickel allergy,dysmenorrhoea, dyspareunia,vaginal discharge,brain fog, cramps, eye disorder,weight increased,gastrointestinal disorder, menstruation irregular,perforation,alopecia,pelvic adhesions,cerebral disorder,fatigue.reporter,patient demographic information was update.product start and stop date was added.product indication was added. Event device removed and device complication is replaced with perforation. Essure legal manufacture has changed from bayer healthcare,llc,milpitas to bayer pharma ag,berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer.report type initial indicates here initial submission by the new legal manufacture. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("exam suggestive of reaction or perforation/perforation (fallopian tubes),"), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and metal poisoning ("nickel poisoning") in a 34-year-old female patient (gravida 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)". The patient's past medical history included nickel sensitivity (not recovered prior to essure), mental disorder (not recovered prior to essure), cholecystectomy and tonsillectomy. Concurrent conditions included dysmenorrhea, pain, uterine enlargement, abdominal cramps, hot flashes, breast cancer, cervical cancer, neoplasm malignant, hypertension, gerd and celiac disease. Concomitant products included calcium carbonate (tums [calcium carbonate]) and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("inability to have sexual intercourse/apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches/migraines / headaches"), nausea ("nausea/nausea/gastrointestinal or digestive system condition type: bloating, nausea, vomitting"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("painful sexual intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), weight increased ("weight gain / loss/weight gain/loss specify: gain"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), feeling abnormal ("brain fog/neurological conditions or problems type: brain fog"), mood swings ("hormonal changes describe: mood swings, hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, nausea, vomitting"), vomiting ("gastrointestinal or digestive system condition type: bloating, nausea, vomitting") and pelvic pain ("pain"). In 2008, the patient experienced rash ("rashes or skin condition/rashes or skin conditions type: rashes"). In 2011, the patient experienced depression ("psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 8 years 7 months after insertion of essure, the patient experienced menstruation irregular ("irregular periods"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches/migraines / headaches"), allergy to metals ("nickel allergy/nickel allergy allergic to nickel, I have never been able to wear any jewellery with nickle"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pelvic adhesions ("pelvic adhesive disease"), cerebral disorder ("brain fog") and abdominal pain lower ("cramps/cramps"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, hormone level abnormal, menorrhagia, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dyspareunia, vaginal discharge, eye disorder, gastrointestinal disorder, menstruation irregular, alopecia, pelvic adhesions, mood swings, hot flush, depression, abdominal distension, vomiting and pelvic pain outcome was unknown, the genital haemorrhage, rash and weight increased had resolved and the headache, dysmenorrhoea, cerebral disorder, fatigue, abdominal pain lower and feeling abnormal was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, bladder disorder, cerebral disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, menstruation irregular, mental disorder, metal poisoning, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 225.6 kg/sqm. Surgical pathology report preoperative diagnosis: enlarged uterus essure post-operative diagnosis: removal of essure operation: robotic hysterectomy bilateral salpingectomy final microscopic diagnosis: uterus, hysterectomy with bilateral salpingectomy cervix: acute and chronic inflammation with squamous metaplasia endometrium: benign late secretory pattern. Myometrium: small intramural leiomyoma without necrosis or atypia bilateral fallopian tubes: complete transection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding, pelvic pain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs amd mr received. Events per pfs: hormonal changes describe: mood swings, hot flashes, psychological or psychiatric problems condition: depression, perforation (fallopian tubes), or digestive system condition type: bloating, vomiting and nausea were added, patient's medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("exam suggestive of reaction or perforation/perforation (fallopian tubes),"), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and metal poisoning ("nickel poisoning") in a 34-year-old female patient (gravida 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)". The patient's past medical history included nickel sensitivity (not recovered prior to essure), mental disorder (not recovered prior to essure), cholecystectomy and tonsillectomy. Concurrent conditions included dysmenorrhea, pain, uterine enlargement, abdominal cramps, hot flashes, breast cancer, cervical cancer, neoplasm malignant, hypertension, gerd and celiac disease. Concomitant products included calcium carbonate (tums [calcium carbonate]) and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("inability to have sexual intercourse/apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches/migraines / headaches"), nausea ("nausea/nausea/gastrointestinal or digestive system condition type: bloating, nausea, vomiting"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("painful sexual intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), weight increased ("weight gain / loss/weight gain/loss specify: gain"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), feeling abnormal ("brain fog/neurological conditions or problems type: brain fog"), mood swings ("hormonal changes describe: mood swings, hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, nausea, vomiting"), vomiting ("gastrointestinal or digestive system condition type: bloating, nausea, vomiting") and pelvic pain ("pain"). In 2008, the patient experienced rash ("rashes or skin condition/rashes or skin conditions type: rashes"). In 2011, the patient experienced depression ("psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 8 years 7 months after insertion of essure, the patient experienced menstruation irregular ("irregular periods"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches/migraines / headaches"), allergy to metals ("nickel allergy/nickel allergy allergic to nickel, I have never been able to wear any jewellery with nickle"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pelvic adhesions ("pelvic adhesive disease"), cerebral disorder ("brain fog") and abdominal pain lower ("cramps/cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, hormone level abnormal, menorrhagia, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dyspareunia, vaginal discharge, eye disorder, gastrointestinal disorder, menstruation irregular, alopecia, pelvic adhesions, mood swings, hot flush, depression, abdominal distension, vomiting and pelvic pain outcome was unknown, the genital haemorrhage, rash and weight increased had resolved and the headache, dysmenorrhoea, cerebral disorder, fatigue, abdominal pain lower and feeling abnormal was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, bladder disorder, cerebral disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, menstruation irregular, mental disorder, metal poisoning, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 225.6 kg/sqm. Surgical pathology report preoperative diagnosis: enlarged uterus essure post-operative diagnosis: removal of essure operation: robotic hysterectomy bilateral salpingectomy final microscopic diagnosis: uterus, hysterectomy with bilateral salpingectomy cervix: acute and chronic inflammation with squamous metaplasia endometrium: benign late secretory pattern. Myometrium: small intramural leiomyoma without necrosis or atypia bilateral fallopian tubes: complete transection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.